Event description:
It was reported that prior to the case, the device was damaged before usage. Unknown how case was completed. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: one ld111 was returned and was noted to have the iris valve torn, the damage starts on the middle of the iris body. No body fluids were noted on the returned device. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason, the instructions for use indicate the following: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." A batch record review was performed and no anomalies were found during the manufacturing process.